Event description:
The patient went to their hcp for a refill and the hourly dose was programmed with what the patient should have received in one day. As a result, the patient received twenty-four times the prescribed dose. The patient was admitted to the emergency room that afternoon and was comatose. The pump was stopped, the patient was intubated and treated with narcan. It was reported that the day following admittance to the emergency room, the patient was alert and doing better. Additional information has been requested from the hcp, but not available as of the date of this report. A follow-up report will be sent if additional information is received.